Event description:
It was reported by the customer that a bd pyxis anesthesia es system wasn't allowing the user to login while the patient was in the operating room. The customer added that the delay occurred for 3 hours as the nurse needed to find the required medication in an emergency tray. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-feb-2022 to 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device was not allowing user to login during the procedure and while entering the username, application showed a database error. The field service engineer found the issue was on the station's hard drive and needed to be replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow user to login while patient is on the operating room table. The customer added that the delay to patient care was 3 hours as the nurse needed to find the required medication in emergency tray. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that while entering the username the application showing database error. Station's hard drive was replaced to resolve. The system was functional as intended.